Event description:
Synovitis. Left knee effusion [joint effusion]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician regarding a (B)(6) female pt, initials unk, with osteoarthritis (kellgren & lawrence grade 4 left knee with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On (B)(6) 2003, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection of first course in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis of left knee. On an unspecified date in (B)(6) 2003, 29 cc fluid was aspirated from left knee which was clear yellow (mid left knee effusion) it was reported that the pt received treatment with betamethasone, at a dose of 1.3 cc (route not provided) for the events of synovitis of left knee effusion. On an unspecified date in (B)(6) 2003, the pt received second synvisc injection of first course in left knee. On (B)(6) 2003, the pt received third synvisc injection of first course in left knee. The same day, the pt recovered from the event of synovitis of left knee. On (B)(6) 2003, the pt underwent total knee replacement (tkr) of left knee. The outcome for the events of left knee effusion and tkr of left knee was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of left knee was moderate and mild for the event of left knee effusion. The intensity for the event of tkr of left knee was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definite and unrelated with the event of tkr of left knee. The reporting physician did not provide the relationship with the event of left knee effusion. F/u info was received on (B)(4) 2013 and the pt initials were reported (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not affected by this report.